Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an urgent hemostasis procedure, on a visible vessel on the anterial wall of the bulbus. Procedure was performed in 2009. According to the complainant, the physician wanted to stop the bleeding with use of a clip. During the procedure, the nurse opened and closed the clip, then deployed the clip. The clip did not disconnect from the shaft. After short movements of the shaft out of the scope, the clip disconnected and the physician was able to remove the shaft out of the patient's body. There were no patient complications or injury reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.